Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and suprarenal extension was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow up at six (6) years post-opt which showed the presence of a type iiia and iiib endoleak and implant migration in the presence of neck dilatation, and aneurysm growth. Physician elected to place 2 suprarenal cuff to successfully resolve the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 3b endoleak and refute the 3a endoleak as there was adequate overlap and migration was not of the main body (bifurcated stent graft) but of the cuff (suprarenal extension). The most likely cause of the 3b endoleak is device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The physician elected to reline the original devices with a suprarenal cuff and bifurcated stent graft to successfully resolve the endoleak. At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following findings of a type 3b endoleak and refute the 3a endoleak as there was adequate overlap and migration was not of the main body (bifurcated stent graft) but of the cuff (suprarenal extension). A separate report will be filed for the events related to the cuff. This report is for the type 3b endoleak of the main body (bifurcated stent graft) only.